Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's brother reported via phone call that his brother's insulin pump had a button error alarm that they were unable to clear. The patient's blood glucose at the time of incident is unknown. The customer's brother stated that the pump started alarming and beeping since yesterday morning for no apparent reason. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No products were shipped or returned; the brother did not have the pump warranty readily available since the pump was purchased in kuwait and not registered in the u.s. Additionally, the customer would need a u.s. Prescription in order to receive a replacement loaner pump.